Event description:
A physician was doing a radio frequency ablation of a tibial tumor on a patient and a minor burn occurred to the tissue surrounding the rita probe. The area was irrigated continuously with normal saline and was under direct visualization to watch for any damage occurring during treatment. As soon as the skin began to show signs of discoloration, the treatment was stopped. The damaged skin surrounding the probe was cut out and the wound closed with nylon suture. Clinical engineering reported this to the company and the device was returned to the manufacturer for further investigation.